Event description:
It was reported that this right ventricle (rv) lead was explanted due to dislodgment and high pacing thresholds. This rv leads was succesfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be deformed in the insulation/coils and a fractured cathode coil, 20 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site was due to over-tightening of the suture. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Analysis concluded that the clinical observations of high pacing thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricle (rv) lead was explanted due to dislodgment and high pacing thresholds. This rv lead was successfully replaced. No additional adverse patient effects were reported.